Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
In 2010, the primary implantation of a hip endoprosthesis was performed on the left side. On (B)(6) the hip cracks when bending over a refrigerated shelf in the supermarket. Further diagnosis shows a fracture of the prosthesis stem (neck). Revision surgery performed on (B)(6) 2019.